Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Customer loaded a new cartridge to resolve the issue. Additionally, an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer. Furthermore, it was reported that the customer went to the emergency room on for a few hours. Details and nature of event were not provided. The customer declined to provide further information.